Manufacturer narrative:
The device was returned, and the evaluation found a piece of paper tower inside the video connector which may have caused the reportable malfunction. Additionally, the connection had a worn-out video connector latch causing poor connection with pigtail. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10 (added therapy date january 20, 2024) e2, e3 (added health professional and occupation "yes" and " nurse", g2 added health professional missed in the initial medwatch). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, inspection and testing was unable to confirm the reported image issue; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.